Event description:
Related manufacturer reference number: 2017865-2022-04956 it was reported the patient presented for a pacemaker exchange. During the surgery, the physician was unable to remove the right ventricular lead from the pacemaker's header. While attempting to remove the right ventricular lead, the insulation peeled back, exposing the coils. The right ventricular lead was capped and replaced on (B)(6) 2022. The pacemaker was explanted and replaced. The asymptomatic patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was confirmed. A partial lead was returned in one piece stuck in a pacemaker. Visual inspection found the lead body insulation cut adjacent to the rear sealing rings consistent with procedural damage.